Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were jammed and a failed hardware that requires maintenance. A field service engineer (fse) inspected each asset pyxi bus cable, identifying a cut on the main station pyxi bus cable that had likely caused a short impacting communication between the main station. The damaged cable was replaced, and the interface cable from the main station found unsecured and was properly tightened using the connector screws. After securing all connections, the station was powered back on and communication was restored. A hardware test application (hta) was completed, each cubie was released, and debris was cleared between pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all drawers were jammed, it was hardware failure and required maintenance. The customer had tried to recover, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all drawers were jammed, it was hardware failure and required maintenance. The customer had tried to recover, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.